Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the buffer valves and the ise mixer motor to resolve the issue. The fse performed calibration and control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) sodium, potassium and chloride on their au480 clinical chemistry analyzer. The high results were not reported out of the laboratory. The patient sample was repeated with results considered normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.